Event description:
Please refer to report 0009613350-2019-00065.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: high blood loss event description: it was reported that during the revision surgery on (B)(6) 2015 due to wear and adverse soft tissue reaction to metal the estimated blood loss was noted to be 1500ml review of received data: revision op note dated (B)(6) 2015 stated that the patient was revised due to elevated metal ion levels, tissue reaction. No infection was identified. No corrosion was found between the neck and the stem. Corrosion was found between the head and neck. 66mm stryker trident tritanium revision hemispherical cup and mdm metal liner size h/52mm were implanted. Zimmer head and neck were implanted. 1500ml blood loss noted. The patient tolerated the procedure well and left the operating room in satisfactory condition. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob). The surgeon reported 1500ml blood loss for this bilateral procedure; however, the whole op notes is for the right side only without indication that a bilateral was performed. Therefore it is unknown why the blood loss was noted to be that high. Therefore, based on the given information and the results of the investigation, we were able to confirm the reported event, however, an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item# 01.00634.060, lot# 2520711, zimmer mmc, cup, uncemented, 60 mm/52 mm, code r item# 01.00185.146, lot# 2506530, metasul ldh, head adapter, m, 0, taper 12/14- 18/20 item# 00784802200, lot# 61346693, modular neck b 12/14 neck taper item# 00771301300, lot# 61084427, modular femoral stem press-fit plasma sprayed cementless size 13.5 this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k091973. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device history record (DHR) was reviewed and no discrepancies were found. Surgical reports were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The following reports are associated with this event: 0009613350-2019-00064, 0009613350-2019-00066. (B)(4).

Event description:
It was reported that during the patient's right hip revision, he suffered blood loss of 1500ml. Cell saver was used to reinfuse 350ml back to the patient. No additional information available.